Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with heavy tortuosity and heavy calcification. The xience v stent was advanced to the lesion without pre-dilatation, and the device would not cross. Pre-dilatation was performed and the xience v was re-advanced and successfully crossed the lesion. The first and second inflations were performed at 16 atmospheres (atm). During the third inflation, the stent delivery system (sds) balloon ruptured at 16 atm. The stent was not adequately apposed to the vessel wall and post-dilatation was performed with a non-abbott balloon to completely deploy it. There was no resistance during removal of the sds catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported that the device was withdrawn from the anatomy and reinserted. It should be noted that the IFU (delivery procedure section) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. As the balloon did not rupture during deployment of the stent implant at rated burst pressure (rbp) of 16 atmospheres or during the first post-dilation at rbp, it likely ruptured as a result of material fatigue due to interactions with the lesion/accessory devices during the multiple advancements, or interactions with the deployed stent implant.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: mach 1 al1. Device (B)(4) - no predilatation, reinsertion. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.